Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was unable to access server. A technical support specialist (tss) remotely accessed the server and identified a delay in messages from the central clinical exchange server. The tss restarted external messaging services, after which messages were updated successfully. The tss confirmed resolution with the customer and obtained approval to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to access server. It shows as runtime error. There were no adverse events or injuries reported based on this event.